Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced e/a alarm or an unspecified alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported a critical pump error other than the open book image error or critical pump error 24 no harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Successfully downloaded comlink3 file using thus. The comlink3 does not provide the additional information. Suspecting the hw. Pump failed to enter recovery mode preventing download of history files and traces using thus. Unable to verify critical pump error (e/a alarm unspecified) due to critical pump error (open book image) alarm/download anomaly. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. The motor had moisture damage. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 2. The test p-cap and reservoir locked properly into reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, broken belt clip rail, and pillowing keypad overlay. Unable to perform the history review 2 days prior to the event date 03-sep-2024 in the pump history file due to critical pump error (open book image) alarm/download anomaly. (Critical pump error) e/a alarm unspecified was unknown. Critical pump error (open book image) alarm was confirmed during testing. Critical pump error (open book image) alarm and unable to download history files/traces (confirmed) using thus due to corrosion on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.